Event description:
This complaint is now reportable based on the analysis completed 12/12/2007. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. No complications were reported, however, the returned product confirmed that there was stent damage. The target lesion was a 100% stenosed lesion in the distal right coronary artery (rca). The lesion was noted to be in-stent restenosis of another mfrs stent. A 3.5x16mm bare metal liberte stent was unable to cross the in-stent restenosis. The procedure was completed with another bare metal liberte. Pt condition was noted as "good".

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of the unexpanded stent being pulled back into the guide catheter. The most probable root cause is the design constraints of the delivery device. The mfg records for this batch have been reviewed and no issues or discrepancies were found.